Event description:
It was reported that this rv lead was surgically abandoned due to noise causing pacing inhibition without shocks delivered due to noise. The lead had been failing some time ago. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).